Event description:
During roche acc tech service call to the customer, it was discovered the lancet protruded beyond the lancet device. No report of an adverse event. Controls were not run. Return requested and replacement was sent.